Event description:
Manufacturer became aware of a published clinical article indicating that a foreign study was performed to analyze respiratory alterations and effects on oxygen saturation caused by vagues nerve stimulation in children with epilepsy, during which each patient experienced a significant increase in respiratory frequency (p <0.05) during device stimulation cycles along with a decrease in thoracoabdominal-distention amplitude (p <0.05). It was reported that these respiratory alterations induced a decrease in oxygen saturation from 1 to 5%. Reference article entitled "vagus nerve stimulation induces concomitant respiratory alteration and a decrease in sao2 in children" and epilepsia.